Event description:
It was reported that during an automatic sensitivity test, the pulse generator exhibited a sensing anomaly. No intervention or patient symptoms were reported.

Manufacturer narrative:
.